Manufacturer narrative:
(B)(4). Date sent: 8/3/2021. H6: no device problem found (c19). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. No further investigation will be conducted on this complaint as the device is found to meet the specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The DHR for lot 16144 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: after implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the linx device was implanted on (B)(6) 2018 for gird. The linx device was explanted on (B)(6) 2021. The demester score was forty-six. The patient was not experiencing any dysphagia. The device was removed because stomach acid was entering into the esophagus. There were several dilations, and nothing was observed in surgery that was unusual.